Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found full breach outer insulation degradation at the proximal region of the lead.

Event description:
This report is to advise of an event observed during analysis.